Event description:
It was reported a device was explanted. The patient had breast cancer and needed the device removed to have surgery. The stimulator was placed on the right side of the patient and the patient needed surgery on their right breast. No further information was reported.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 3387s-40, lot# v006354, implanted: 2007 (B)(6), product type lead. (B)(4).